Manufacturer narrative:
(B)(4).

Event description:
It was reported during the procedure, the physician found the guidewire kinking. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is fine.

Event description:
It was reported during the procedure, the physician found the guidewire kinking. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is fine.

Manufacturer narrative:
(B)(4). The customer returned one guidewire assembly and arrow raulerson syringe (ars) for analysis. Definite signs of use were observed inside the tubing and ars. Visual analysis revealed that the guidewire contained one kink and one slight bend along the guidewire body. The distal j-bend was misshapen but intact. Microscopic examination confirmed that both welds were full and spherical. The bend in the guide wire measured 24-28 mm from the proximal weld. The kink in the guide wire measured 591mm from the proximal weld. The total length of the guide wire measured 603 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.798 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle per the instructions for use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The undamaged portions of the guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire kinked during use was able to be confirmed through examination of the returned sample. One kink and one bend was found in the returned swg. The returned guide wire met all relevant functional and dimensional requirements, and a device history record review based on sales history did not identify any manufacturing related issues. Based on the condition of the guide wire returned, and that the damage occurred during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.